Manufacturer narrative:
Batch review performed on 01 april 2022. Lot 2000481:(B)(4) expiration date: 2025-04-16. No anomalies found related to the problem. (B)(4). Other devices involved: batch review performed on 01 april 2022 gmk-sphere 02.07.1203r tibial tray fixed cemented # 3 r (k090988) lot 2005689: (B)(4). Expiration date: 2025-09-17. No anomalies found related to the problem. (B)(4). Gmk-sphere 02.07.0035rp patella resurfacing # 3 (k0909889 lot 2006037: (B)(4). Expiration date: 2025-07-21. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting pain due to aseptic loosening of tibia, femur, and patella and the cause is unknown. The surgeon revised all components 10 months after primary. The surgery was completed successfully.